Event description:
Healthcare professional reported right rupture confirmed by ultrasound. Device was explanted and replaced with non allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed opening assessed as surgical impact opening (shell thickness within specification). Additional observations: ¿ yellow particles observed on the surface of the shell. ¿ observed wear abrasion on the device. No further actions are required since no manufacturing issue is observed.

Manufacturer narrative:
Clarification to d.9.: returned to mfg on: the device has not been returned. Additional, changed, and/or corrected data: device photo analysis: visual analysis of the photographs identified, rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. No additional observations are performed. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, right rupture. Confirmed, by ultrasound. Device was explanted and replaced with non allergan device.

Manufacturer narrative:
Cont. H.6: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right rupture confirmed by ultrasound. Device was explanted.